Event description:
The customer reported that they could not discharge energy via the pads cable. No patient impact or involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported that they could not discharge energy via the pads cable. No patient impact or involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.